Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, hardness and firmness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema and skin irritation: 6. Adverse events b. 1-year post-approval study of juvéderm voluma® xc among the 167 subjects who received repeat treatment, 8.4% (14/167) experienced a device/injection-related aes following treatment. All aes after repeat treatment occurred within 1 month of repeat treatment. The rate of device/injection-related aes was lower after repeat treatment compared to initial/touch-up treatment. The most common aes were injection site mass and induration (table 6). All device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). 8. Instructions for use b. Health care professional instructions 18. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella® xc and juvéderm voluma® xc. About six weeks later, the patient developed swelling and hardness in the lips as well as swelling and firmness in the cheeks. Patient was prescribed keflex. The patient was seen by healthcare professional 4 days later and was treated with hyaluronidase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00624 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.